Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to ectopy. Programming suggestions were provided and the device remains in use. No patient complications have been reported as a result of this event.